Event description:
A consumer reported having decreased vision, near and distance, following bilateral intraocular lens (iol) implant surgery. The consumer reported that prior to her iol implants, she had good near vision and only a little trouble at distance. At the request of the consumer, the surgeon was not contacted. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. At the request of the consumer, the surgeon was not contracted. (B)(4).